Event description:
Opn balloon nc 3.0mm x 10mm (item 822215, lot 217707f81728122591017) came off balloon catheter after being inflated upward of 60 atm, provider able to retrieve missing parts after escalating wiring and balloon techniques.